Manufacturer narrative:
Product complaint # (B)(4). Complaint conclusion: as reported by a healthcare professional, during a coil embolization, when the physician pulled back the pusher after 50 cm, a 3mm x 6cm deltaxsft10 (dlx100306, l15976) coil came back. There was no patient consequences. There was no surgery delayed due to the reported event. The procedure was successfully completed. Multiple attempts to obtain additional information were unsuccessful. The device will not be returned for analysis and therefore, no further investigation can be performed. A manufacturing record evaluation was performed for the finished device l15976 number, and no non-conformances related to the reported complaint condition were identified with the information available and without the product available for analysis, the reported customer complaint of ¿coil - protrusion into parent vessel¿ could not be confirmed. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint devices; however, it is possible that clinical and procedural factors, including device manipulation / interaction, aneurysm size and vessel characteristics, device selection, and the concomitant microcatheter, may have contributed to the reported issue. Coil protrusion into the parent vessel is a known potential procedural complication related to the coil embolization procedures. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Procode: krd/hcg. Initial reporter: the customer contact information, including name, occupation, phone, fax, and e-mail address, was not reported. Manufacturing site name: codman and shurtleff inc., dba depuy synthes products, inc. (Fremont). Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. A manufacturing record evaluation was performed for the finished device l15976 number, and no non-conformances related to the reported complaint condition were identified.

Event description:
As reported by a healthcare professional, during a coil embolization, when the physician pulled back the pusher after 50 cm, a 3mm x 6cm deltaxsft10 (dlx100306, l15976) coil came back. There was no patient consequences. There was no surgery delayed due to the reported event. The procedure was successfully completed.